Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to a patella component failure and post fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing pain and x-rays showed the patella had dislodged from the pegs. Patella was removed and surgeon also found a retained wound vac sponge. Evidence of metallosis in the synovium. DHR was reviewed and no discrepancies were found. The root cause remains unchanged by the additional information received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision procedure approximately 2 years post-implantation due to pain, metallosis in the synovium, and patella failure. During the procedure, the surgeon identified and removed an unknown retained sponge.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Unique identifier (UDI): (B)(4). Concomitant medical products: biomet finned primary stem, catalog #: 141314, lot #: 868150, biomet regenerex primary tibial tray, catalog #: 141273, lot #: 999910, vanguard cr porous femoral, catalog #: 183066, lot #: 928240, ei vanguard ps tibial bearing, catalog #: ep-183642, lot #: 191480. Reported event was confirmed by review of actual device received. Visual inspection of the returned patella confirms that pegs have sheared off the device. Device history record (DHR) was reviewed with no deviations identified relevant to the reported event. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.